Event description:
It was reported that the device was explanted after an implant duration of approximately 47 months due to insufficiency. Reportedly, the device was stenotic.

Manufacturer narrative:
Device not returned.